Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
A patient on peritoneal dialysis (pd) contacted fresenius technical support for a patient line blocked message. The patient stated that they had gotten the message numerous times during the past three weeks, but they have not slept for the past three days due to the message. During the call the patient stated that they were on lasix. The patient stated that they felt tugging and pulling during the treatment. Follow-up with the patient¿s pd nurse confirmed the patient takes lasix for fluid overload. The fluid overload is a result of an unspecified physiological complication with the patient and not due to any issue with the liberty select cycler or any fresenius product(s). The patient had previously received a replacement cycler with the same results. The patient decided to switch to continuous ambulatory peritoneal dialysis (capd) due to their schedule.